Manufacturer narrative:
Corrected,g1 - mfg contact office address 1, city and zip code. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a leak was detected during the integrity test (0.5 bar during 1 minute with the unit immerged underwater) on a specific position of the stopcock. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. The cause of the issue could not be identified. ICU medical will continue to monitor complaint data for defects and take additional action as necessary.